Event description:
It was reported that device had an electrical reset. The device was reprogrammed. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. This device was returned after 6.5 months of service due to electrical resets (pors). Preliminary analysis by the returned products analysis laboratory (rpa) revealed the device was operating as programmed, but the save to disk (s2d) displayed vcpu supply pors. Pal analysis confirmed the reported por condition. Long term monitoring at various temperatures, electrical bench testing, and temperature cycling were performed. No abnormal function or operation was observed during the analysis. The hybrid passed all diagnostic system testing. The cause of the pors was not determined. The analysis was terminated with no cause identified for the reported failure condition. No hybrid anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Device had an undetermined number of pors, with the 4 most recent occurring on (B)(6) 2015 due to vcpu supply.